Manufacturer narrative:
The device is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with compression fracture underwent kyphoplasty at level l1. Intra-op, balloons ruptured during inflation. Patient is not allergic to contrast media. No patient complications were reported.